Event description:
Pt underwent l5 fracture reduction and fixation with simplex pmma delivered percutaneously via the kyphx bone filter device in switzerland. Simplex pmma sold in switzerland does not have radiopacifier, and no radiopacifier was added. The pt awoke with nerve root pain and was decompressed the next day. The reporting surgeon said that the pmma had emerged laterally and trapped the l1 and s5 nerve root. The reporting surgeon concluded that the treating surgeon had made a technical mistake by not adding radiopacifier.